Event description:
It was reported that during an afib procedure, the lasso catheter loop was no longer expanding or contracting while in the left atrium. The catheter was removed without incident. The lasso was replaced and the case was continued. There was no patient injury reported related to this complaint. Multiple attempts were done to request for further details of the catheter malfunction, however, no additional information has been provided. With the available information it was insufficient for bwi to determine the reportability of this complaint. Upon visual inspection of the returned complaint catheter, on (B)(4) 2012, bwi failure analysis lab noted damage on the ring #20. The electrode ring damage is indicative of a reportable event, thus marking (B)(4) 2012, as the alert date for this report. Further information was requested in regards to the received catheter condition. No additional information has been provided at this point, as well.

Manufacturer narrative:
Investigation is still in progress. A supplemental report on device evaluation will be submitted once it is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during an afib procedure, the lasso catheter loop was no longer expanding or contracting while in the left atrium. The catheter was removed without incident. The lasso was replaced and the case was continued. Upon visual inspection of the returned complaint catheter, bwi failure analysis lab noted damage on the ring #20. The returned catheter was further tested for the complaint reported, a deflection test was performed and the catheter passed the deflection test, however failed the contraction test. The catheter was then dissected and the root cause was determined from the slug that was found outside the contraction adjuster slot. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. In addition, all the catheters are inspected for visual damages before packaging. On line inspections are in place to prevent this type of damage/defect from leaving the facility. The customer complaint was verified. However the root cause for the damaged ring could not be determined.